Event description:
A malfunction alarm with code malf 12 was reported by the customer, but there were no issues with blood glucose levels exceeding 500 mg/dl, and no other blood glucose issues were noted. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was able to restart her continuous glucose monitor and load a new cartridge independently. She was advised to continue using the pump and to call back if the malfunction code reappears, which she acknowledged and understood.